Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the drive. A field service engineer informed during work on drawer after booting up pc had blue screen, tried to repair, but did not work; installed the new drive and restarted the station but failed, in second retry the image was downloaded and reimaged the station by using new image to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went to black.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.